Event description:
It was reported that the bed had a bad triac. No adverse consequences reported.

Manufacturer narrative:
Multiple attempts have been made to contact the customer regarding this parts order. If add'l info is gained, a f/u report will be filed.